Event description:
Boston scientific received information that this right atrial (ra) lead was fractured due to sub-clavicular crush. The patient underwent a revision procedure and this product was explanted and replaced. No further observations or adverse patient effects were reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the clinical observation of fracture was confirmed. There was induced damage also observed on the conductor coils as they were stretched. Due to the location and type of damage it is likely that is was caused by entrapment in the clavicle/first-rib region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.